Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes no vacuum or sometimes with little vacuum. The following information was provided by the initial reporter. The customer stated: ¿tube without vacuum or with little vacuum.¿

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes no vacuum or sometimes with little vacuum. The following information was provided by the initial reporter. The customer stated: ¿tube without vacuum or with little vacuum.¿

Manufacturer narrative:
The following fields have been updated with additional information: device available for eval? Yes. Returned to manufacturer on : 12-sep-2022. H.6. Investigation summary: bd received four (4) customer samples and one customer photo for investigation. The photos was reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with twenty (20) retention samples from bd inventory, were evaluated by functional testing. The issue of underfill was noted in the customer returns, but all retention samples were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation summary: "material #: 367986. Lot/batch #: 1319561. Bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes no vacuum or sometimes with little vacuum. The following information was provided by the initial reporter. The customer stated: ¿tube without vacuum or with little vacuum.¿